Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was hit by a fed ex truck while in his chair.

Manufacturer narrative:
No device problem, end user hit by car added telephone number.

Event description:
Provider alleges consumer was hit by a fed ex truck while in his chair.